Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unit failed bicarbonate buffer test due to low-sg readings. Performed a visual inspection using a leica microscope, visually found a crack on the on the electrode gold trace working electrode electric path. See attachment file for details. In summary sensor failed per specification due to found sensor flex in damaged condition. Customer complaint of sg v bg event is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The blood glucose value of 110 mg/dl and sensor glucose value of 50mg/dl, the difference was outside the acceptable range (greater than 30%). No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.